Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that a week after a successful ablation, the patient reported to the ER with a fever. The patient was administered antibiotics for the low grade fever. She was later discharged. One additional week after the initial complaint, two weeks post ablation, the patient experienced a period with minimal discharge along with a "whitish gray" substance. The patient was later found to have "white gray mass" in the uterus. The physician confirmed that the mass in the uterus was a fibroid. There was a suspected uterine perforation but this was never confirmed via hysteroscopy. No additional details available at this time.